Event description:
During use for a cardiopulmonary bypass procedure, the pump sys displayed evidence that the status of the backup battery could not be reliably determined. There were no consequences to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.